Event description:
The physician attempted to use a pacific xtreme pta balloon catheter in a very calcified lesion in the sfa. No abnormalities were noted with the device prior to use. However, it was reported that the balloon burst during the procedure. No clinical sequelae were reported. Device evaluation: no damage evident on the shaft of the device. During an attempt to inflate the balloon at 2 bar a pin hole leak was detected on the balloon surface.

Manufacturer narrative:
(B)(4). Result: use of the device in a difficult lesion morphology. Conclusion: use of the device in a difficult lesion morphology.